Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose. The customer was experiencing low glucose for several days. The customer's recent glucose reading was 101 mg/dl, and he was treated with food. Troubleshooting was performed. Reviewed the priming technique and found that the customer does fill the cannula before connecting to his body. The programming on the insulin pump was correct. The reservoir was showing the same amount of insulin the status screen shows. Assisted the customer to deliver the rest of the bolus and he got no delivery alarm during the bolus. Ran a displacement test and passed. No further info was provided.